Event description:
Note: this report pertains to the second of two devices that were used during the same procedure. Refer to associated manufacturer report #3005099803-2009-04491 for a description of the first device. It was reported to boston scientific corporation that during an anterior pelvic floor repair procedure using a pinnacle anterior/apical pfr kit, when the physician was pulling the first, second, and third mesh leg assemblies through the sacrospinous ligament, the plastic sheath split into pieces, outside the patient, but the sutures held. The physician completed the procedure with this device with no complications to the patient, who is reportedly "fine" post-procedure.

Manufacturer narrative:
Patient's age reported as "over 60." The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event. (B)(4).